Manufacturer narrative:
Information was received via published literature. (B)(4) please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(07)80028-3/pdf. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that of the 10 patients only 2 had less than 90 percent of hip flexion and all 10 patients could put on socks and shoes and had an average arc of hip rotation of 53 degrees. The average harris hip score for these patients was 95 and none have considered surgery for resection of the heterotopic bone. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that ten hips developed grade 3 and 4 heterotopic ossification.